Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2012, hm342r27h tissue valve implanted: (B)(6) 1996, 638bl36 heart band implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was partially removed for an unknown reason. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.